Manufacturer narrative:
Additional information: b5, d9, h3 plant investigation: a motor gear unit, rotor, and cf-card were sent back for evaluation. At a later date, the hall sensor was also received for evaluation. Machine files were provided for review and evaluated. A review of the device history record (DHR) was found to be unnecessary due to the fact that the failure/complaint can be clearly attributed to the failure mode ¿supplied materials¿. The rotor showed no abnormalities during evaluation. The motor showed abnormalities in the tachometer signal, prompting further investigation. The hall sensors signals were shown on the osciliscope but sometimes a short signal glitch would occur. After lathing away the bearing support to reveal the backside of the pcb, a tin pollution was found between two legs of an ic component. The pollution created a short circuit and caused the motor to malfunction. The tin pollution was caused by an employee error. Next, the hall sensor was investigated to exclude it as a possible cause. The sensor was installed on a test pump stator with the returned rotor. There were no abnormalities. The output signals of the hall sensors were correct and interference-free when the rotor was turning. The software of the multifiltrate pro machine compares the actual value signal (tacho signal) with the target value signal (pulse pause rations = speed specification) and triggers an error if there is a discrepancy. In this case, a soldering bead on the ic led to an unstable tacho signal and triggered error 7553 due to the discrepancy with the target signal and stopped. It was concluded that the issue was caused by an employee error due to a soldering bead on ic of the motor which caused a short circuit. A product improvement plan was implemented in which periodic employee training concerning soldering quality will take place, and repositioning of the components circuit board components will be considered.

Event description:
Despite initial reports that a sample was not available, a sample was later determined to be available for evaluation.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity. Clinical review: based on the available information, there is no indication of a serious injury, patient death, or other adverse event related to the use of a fresenius product. Concerning the patient¿s blood loss, 500 ml of blood that was replenished onsite would not typically cause serious injury or require advanced care. Additionally, the standard blood donation is 500 ml and very rarely causes harm or requires fluid substitution following donation. There was no indication the patient experienced a serious injury requiring advanced care as a result of blood loss evidenced by their ability to continue their cvvhd treatment on the same day. The instructions for use for the multifiltrate pro outline the risk of blood loss due to the inability to reinfuse blood following filter blockage.

Event description:
It was reported that a ¿blood pump blocked¿ alarm occurred during a patient¿s continuous venovenous hemodialysis (cvvhd) treatment while utilizing a multifiltrate pro machine. The alarm occurred forty-eight hours after the start of treatment. The treatment was discontinued, and the patient¿s blood could not be returned due to a blockage of the manual drive. The resulting blood loss was approximated at 500 ml with no reported deleterious effect to the patient. The machine was subsequently restarted. After restarting the system, the supplies could not be removed. When the ¿eject system¿ option was selected on the screen, the ¿blood pump blocked¿ message reappeared. The patient's treatment was restarted on an alternative device. There was no indication that the patient experienced any adverse effects due to the event. Following the blood loss event, it was reported that the patient received volume substitution. It was not reported what product was used for fluid replacement or if the volume substitution was conducted per local protocol. No sample was available to be returned for evaluation.